Manufacturer narrative:
(B)(4). Investigation summary : the device associated with this report was returned. The bipolar trl retaining clip 28 was found to be broken at one of the holes of the device, fragment is missing in evidence received. Additionally, deep scratches are visible along the surface. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that orange locking ring for the bipolar is cracked and needs to be replaced. No pieces were missing.